Event description:
It was reported that the right atrial (ra) lead dislodged. The distal tip of the ra lead had been pulled back within the suture sleeve as seen on chest x-ray. The physician believed the suture sleeve had not been tied tight enough to prevent the lead from slipping through with repetitive motion. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6935m55 implantable tachy lead, implanted: (B)(6) 2013; ddbb1d4 implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2013. (B)(4).

Manufacturer narrative:
Product event summary: the lead was returned, analyzed and no anomalies were found. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.